Manufacturer narrative:
(B)(4): the customer reports the device (ac module plug) has pulled out of the device has broken wires and is unable to use. The device was evaluated by the customer and confirmed with the help of the response center. There was no reported pt involvement. The ac power module was ordered and replaced by the customer to resolve the issue. The ac power module was not available for evaluation. As of (B)(4) 2012, there have been no further reports of this issue from this customer site. We will consider this a failure of the ac power module.

Event description:
The customer reports the device (ac module plug) has pulled out of the device has broken wires and is unable to use.